Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient complained of pocket stimulation after the right ventricular (rv) lead was programmed to unipolar pacing due to a low lead impedance warning. The lead was reprogrammed back to bipolar pacing. The lead remains in use. No further patient complications have been reported as a result of this event.